Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A lot history review could not be performed due to unknown lot number.

Manufacturer narrative:
Note: although it is unclear if the cauterization of the suspected bleeding point is any direct result of the device malfunction (leakage of noradrenaline), the customer sequenced the reported event accordingly upon complaint filing. Based on the customer's report, imdrf codes for all event details were included. The actual device is not available for investigation as the customer has discarded it. It is unknown if a sister sample from the same lot is available to be returned for complaint testing. The complaint investigation is pending at this time.

Event description:
When noradrenaline was infusing on a patient via a quadfuse ext set 4 microclave attached to central line, one port of a '20 cm (8") smallbore quadfuse ext set w/4 microclave®, 4 clamps, rotating luer lock' "bunged off with the red cap". It was reported that the patient became hemodynamically unstable. A major hemorrhage protocol activated, and interventional radiology was notified to cauterize the suspected bleeding point. Fluid was leaking from the capped off port on the microclave. The quadfuse extension set was changed, and the fluid stopped leaking. Patient¿s hemodynamic status was stabilized. The customer reported that the fluid was likely noradrenaline. Although it is unclear if the cauterization of the suspected bleeding point is directly linked to the device malfunction (leakage of noradrenaline), the customer sequenced the reported event accordingly upon complaint filing.